Manufacturer narrative:
Concomitant medical products: 511212 lead, implanted: (B)(6) 2012, dtba1d4 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged during the device change procedure. The ra lead was at first repositioned and removed and replaced at a later date. No patient complications have been reported as a result of this event.